Manufacturer narrative:
Customer response email received with new information: the issue was discovered during setup. No patient involvement.

Manufacturer narrative:
One level 1 hotline low flow system was received with broken parts from the lcd display on the printed circuit board (pcb), the main block was damaged and the microswitch was bent. Visual inspection revealed all damages after the front cover was removed. After the visual inspection, the reservoir was filled with water, attached temperature check, plugged in line cord, and turned on power switch. The disposable alarm sounded continuously. The reported issue was able to be duplicated. The micro switch was bent and the main block of the block assembly was damaged. The damage was user induced. The micro switch, pcb and main block will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system had a continuous disposable alarm with a set in place. There was no reported adverse event.